Event description:
The customer reported e333 version upgrade during maintenance of the device involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.